Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the patient contacted animas alleging she received three loss or prime alarms during the night and woke up with blood glucose (bg) reading "hi" (>600mg/dl) on the meter. The patient reported severe thirst but stated she was "ok otherwise." The patient stated that for the first two alarms she was able to re-prime and resume insulin pump therapy, but that she slept through the third alarm and was unsure how long the pump had been alarming. The patient stated that when she awoke she was able to prime and saw drops from the tubing. The patient stated she re-primed and delivered a correction bolus. Customer technical support (cts) advised the patient to change the cartridge to resolve the recurring loss of prime issue. The pump was found to be alarming appropriately and there was no indication or allegation of a pump malfunction. This complaint is being reported because the patient reportedly experienced severe hyperglycemia related to the possible need for a cartridge change while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.